Event description:
It was reported by repair work order that the brakes were not holding due to missing foot end brake retaining rings and worn head end caster tires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.